Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple inappropriate auto mode switch episodes due to noise were observed. Noise was reproducible with provocation. A decrease in right ventricular sensing was also noted. The physician elected to make no changes at this time. The patient condition was good.